Event description:
A patient sample was tested for troponin (accu tni) and a result of 0.69ng/ml was obtained. A second sample collected from this patient gave an accu tni result of 0.17ng/ml. 3. The second sample was tested on a different instrument and an accu tni result was 0.02ng/ml. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin pst tubes and centrifuged in a stat spin centrifuge for 5 minutes. The tube was filled properly and no fibrin was noted. The samples were processed through the closed tube accessing (cta) system. Qc is routinely tested every 12 hours and was within specifications during the event. A system check performed in 2009 passed. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing which failed. B) the fse completed a preventive maintenance (pm) that was due. C) the fse repeated the diagnostic testing with good results. Per the fse update, several places in the wash wheel had quite a bit of dried reagent causing the fluid to splash when the reaction vessel (rv) transferred from the incubator belt to the wash wheel. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.